Event description:
It was reported that the device had a bad pressure gauge or "oxygen indicator". It had been struck and will not register on or off. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Email is: (B)(6). One device was received. Per visual inspection, the front panel was bent, gas supply indicator was broken, three (3) small knobs were cracked and patient outlet fitting label was damaged. Device evaluation, the gas eyeball is broken. The manometer is working as intended. The complaint was confirmed. The root cause was user interface from impact to the device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced gas supply indicator, no actions done for manometer. Replaced MRI battery, sintered filter, and o-rings. Reshaped front panel. Replaced defective reed alarm and holder. Reset patient pressure cycling led and adjusted peep control valve and CPAP control to tolerance. Performed preventative maintenance (pm), recalibrated unit, cleaned and affixed new service label. The device passed all functional and delivery tests.